Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the reporter contacted animas in response to an animas mailing and stated that the patient had died at home on (B)(6) 2012. The reporter stated that the cause of death was carcinoid tumors, and that the patient was using the pump for sandostatin. The reporter did not implicate the pump in the patient's death, and stated that the pump had been donated to a local pharmacy. This incident is being reported based on the following conclusion: even though the patient's cause of death was unrelated to diabetes, the patient was known to have used the insulin pump to deliver a drug that is not approved for use in this device.